Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2020 that a skin reaction occurred. Additional information was learned on (B)(6) 2020 regarding a doctor visit for the skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the sensor pod site was red and itchy, looked like a burn, and blistered. The patient stated he contacted his physician who suggested to rotate sites and did not prescribe other treatment. He self-treated the site with non-prescription bacitracin ointment and the issue resolved after several weeks. No additional patient or event information is available.